Event description:
Healthcare professional reported left side deflation/leak. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation/leak. The device was replaced.

Manufacturer narrative:
Laboratory analysis summary based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as fold flaw opening and surgical damage. Particles in valve: yellow particles observed in the valve. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b1, d1, d3, d4, d9, g1, h3, h6.

Event description:
Healthcare professional reported left side deflation/leak. Device has been explanted.